Event description:
Customer reported that the screen of the insulin pump was blank. Customer stated that the insulin pump had been dropped on the floor, then she replaced the batteries, and the display did not return. Customer reported some discoloration on the contacts of the battery cap. Blood glucose level was 89 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.